Event description:
A pt with a history of cva, a spontaneous left-to-right atrial shunt, and an aneurysm of the atrial septum, underwent implantation of an 18mm pfo-hde device using intracardiac echo (ice). The device appeared to be in good position, both fluoroscopically and by ice. However, within 24 hours of deployment, the device had embolized to the abdominal aorta in the juxtarenal region. The pt underwent cannulation of both femoral arteries and veins during numerous attempts to retrieve the device percutaneously. The pt's left femoral artery was lacerated and pt developed a pseudoaneurysm. Immediate gross bleeding from the left groin was controlled by application of a femostop. The device then became lodged in the external iliac artery and could not be retrieved percutaneously. Surgical removal of the device and repair of the left femoral artery laceration and pseudoaneurysm, and repair of the right external iliac artery were required. The pt also had history of cervical dysplasia and was noted to have bilateral large, concerning-appearing ovarian cysts. A total abdominal hysterctomy and bilateral salpingo-oophorectomy were performed at the same time as the surgical removal of the pfo device. There was some difficulty with hemostasis of the vaginal cuff and bladder wall following the hysterectomy, but this blood loss was controlled by multiple sutures and direct pressure. The pt tolerated both procedures well and was taken to ICU in stable condition.